Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. Unit received with fading serial number label and a cracked retainer ring. Pcap locked into place properly. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose level. Customer refused to do troubleshooting for high blood glucose level. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.